Event description:
The customer called needing assistance with adjusting the basal rates per md's request. The next day, the customer called about the priming technique. It was indicated that a week ago the customer was connected while priming. The paramedics were called to assist customer and was not taken to the hospital.